Event description:
Pt undergoing laparoscopic appendectomy when noted a black colored foreign objects in the peritoneal cavity. The md checked the megadyne hook spatula and noticed shedding in it that looked like plastic shavings seen in the peritoneal cavity. The surgeon used another megadyne hook spatula and same thing happened. The shavings and megadyne laparoscopic j. Hook electrodes x2 were sent to pathology for identification and gross.